Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states they spoke with their healthcare professional who determined the infusion set was causing the issue. Customer declined troubleshooting. Advised customer to change reservoir and infusion set. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.